Event description:
It was reported that the green rings on the inserter broke and the cage was unable to expand due to this issue. Used a peek spacer instead

Manufacturer narrative:
Correction: catalog #800347. Method: device not returned; results: device inspection could not be performed because the device was not returned. O-ring breakage however could be recreated if the inserter and syringe were not aligned during attachment. This misalignment leads to the o-ring being pinched and often breaking. Conclusion: the plausible root cause of the reported event is user related, specifically misalignment of the syringe and inserter during assembly causing breakage of the o-ring.

Event description:
It was reported that the green rings on the inserter broke and the cage was unable to expand due to this issue. Used a peek spacer instead